Event description:
The facility reported an under-infusing infusion pump. Info was not provided regarding whether or not the device was in pt use when the event occurred. According to the hosp rep, no pt injury or medical intervention had been reported related to the device.